Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of death.

Event description:
Patient's wife contacted dexcom on (B)(6) 2016 to report that the patient passed away on (B)(6) 2015. Patient had been on dialysis and not wearing the continuous glucose monitor for a few months, as he was undergoing many tests. It was stated that the patient had become very despondent due to all the required equipment and with his dementia worsening, refused medical help while in hospital after a severe fall. Patient was transferred to hospice where he passed away. Patient's wife reported that the cause of death was end stage renal disease. No additional event or patient information was provided.